Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 161479: 12 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date,11 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on (B)(6) 2018. Two years after primary cemented tka (ps) the tibial component is found to be loose and cause for instability. It is revised to a new one. From the information received, no clinical cause is apparent for this failure. Tibial loosenings are a possible adverse event related to tka, described in literature, and causes are very often undetermined.

Event description:
About 2 years after primary the surgeon revised the patient for tibial tray loosening. The surgeon swapped the femur, the liner and the tibial tray. The surgery was completed successfully.